Event description:
It was initially observed during the review of the pt's programming history that the pt's device was inadvertently disabled due to an interrupted diagnostic test and a final interrogation was not performed to confirm the pt's settings. The pt settings have since been corrected.